Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received; however, the investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system (sds) was returned with blood on the entire length of the sds and contrast in the inflation lumen. This is consistent with the reported information that the sds was inserted in to the body. The ability to cross a lesion can be impacted in numerous ways. Some of the contributing factors may consist of, but not limited to, patient anatomical condition, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. There were no kinks or damages noted to the tip or inner member. The entire length of the tip was measured and met manufacturing criteria. The reported anatomical conditions were moderate calcification which appears to have contributed to the reported failure to cross. Analysis of the returned sds noted the stent implant was dislodged from the balloon and was returned loose on the distal shaft. There were two stretched struts and two bent struts in the first row of the proximal end of the stent implant. There were three bent struts in the first row of the distal end of the stent implant. There was no other damage noted to the stent implant. There were crimp marks on the balloon between the markers of the tightly folded balloon suggesting the stent was properly crimped at the time of manufacturing. The middle section of the returned stent outer diameter was measured and met manufacturing criteria; however, the proximal and distal outer diameters could not be measured due to the damage noted. The proximal end of the balloon was wrinkled and may have possibly resulted from attempts to cross the lesion or during post procedure handling. There was no other damage noted to the sds. The protective sheath was not returned. In this case, additional information was requested to determine at what point during the procedure the stent dislodged; however, no information has been received. Based on the information available, it is possible that the noted stent damage resulted from post procedure handling during packing for shipment back to abbott vascular and subsequently led to the noted stent dislodgement. The reported failure to cross appears to be related to the procedure circumstances and there are no indications of a product quality deficiency. Product performance engineering will monitor the incident circumstances. The profile dimensions on all sds are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, a quality control (qc) audit inspection is used to verify the product quality.

Event description:
It was reported that the rx promus stent delivery system (sds) was unable to cross the moderately calcified lesion; upon removal they noticed the stent struts were damaged. There were no patient effects reported. No additional information was provided. Returned device analysis noted a dislodged stent. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.